Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, resulting in the device experiencing premature battery depletion. The device and lead were both explanted and replaced. No patient complications have been reported as a result of this event.